Event description:
It was reported that the device became stuck with the guidewire. The 60-70% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, after deploying the stent, it was noted that the stent delivery system became stuck with the non-boston scientific (non-bsc) guidewire/embolic protection device. The physician simply pulled out the entire system including the non-bsc guidewire and protection device. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device became stuck with the guidewire. The 60-70% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, after deploying the stent, it was noted that the stent delivery system became stuck with the non-boston scientific (non-bsc) guidewire/embolic protection device. The physician simply pulled out the entire system including the non-bsc guidewire and protection device. The procedure was completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that the device became stuck with the guidewire. The 60-70% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, after deploying the stent, it was noted that the stent delivery system became stuck with the non-boston scientific (non-bsc) guidewire/embolic protection device. The physician simply pulled out the entire system including the non-bsc guidewire and protection device. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).